Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a multiple band ligator procedure performed on (B)(6) 2021. During the procedure, the trip wire was stuck and could not be pulled back. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a multiple band ligator procedure performed on (B)(6) 2021. During the procedure, the trip wire was stuck and could not be pulled back. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on january 10, 2022*** it was reported that the speedband superview super 7 device was used in the esophagus and there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h2 additional information: block b5 (describe event or problem), e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code) block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a0401 captures the reportable event of handle break or wont turn. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the trip wire was misassembled by the user and the slack was not taken up correctly. The handle presented damages due to the misassemble of the trip wire. Additionally, the ligator head was returned with all the seven bands attached to it. Functional evaluation was performed, it was found that the handle presented resistance to be rotated. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot and the slack was not taken up correctly as mentioned in the IFU. Failure to follow this step could have caused the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.